Event description:
It was reported that the patient developed endocarditis. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2009; 5076-52 implantable pacing lead (B)(6) 2009; t510c25 porcine heart valve (B)(6) 2013. (B)(4).